Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal end of the circumflex artery. A 2.25 x 20 synergy¿ stent was advanced through a previously implanted non-bsc stent in the left main trunk (lmt); however, strong resistance was encountered. The device was removed and it was noted that the distal edge of the stent was lifted. The procedure was completed with another synergy¿ stent with a different size. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 5 most distal rows were damaged, some struts were lifted and stretched from balloon profile in a distal direction. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal end of the circumflex artery. A 2.25 x 20 synergy¿ stent was advanced through a previously implanted non-bsc stent in the left main trunk (lmt); however, strong resistance was encountered. The device was removed and it was noted that the distal edge of the stent was lifted. The procedure was completed with another synergy¿ stent with a different size. No patient complications were reported and the patient's status was good.